Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed manifold harness. Per additional information received, per biomed communication with technical support the device had a bad thermistor or sensor. The biomed would order a new manifold harness and would replace onsite. No patient involvement was reported. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, a labelling was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device with error 76 (non-recoverable system error, inlet water temperature sensor out of range - low resistance). Per follow up information received via email on 25jan2023, per biomed communication with technical support the device had a bad thermistor or sensor. The biomed would order a new manifold harness and would replace onsite. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed had an arctic sun device with error 76 (non-recoverable system error, inlet water temperature sensor out of range - low resistance). Per follow up information received via email on 25-jan-2023, per biomed communication with technical support the device had a bad thermistor or sensor. The biomed would order a new manifold harness and would replace onsite. No patient involvement was reported.